Event description:
During follow-up, sensing and threshold values were out of range and there was a loss of capture observed on the right ventricular channel. The lead was explanted and replaced and the patient was in stable condition.